Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and that the patient experienced pocket and nerve stimulation when pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.